Event description:
It was reported by resmed (B)(4) technical service center that during service eval and maintenance, a system fault 75 message was displayed on an astral device indicating the pneumatic block software is not calibrating. The device was not in use when the fault occurred, therefore there was no pt involvement. MFR ref # 3004604967-2015-00169.